Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2022, product type: catheter, product ID: 8782, lot#serial#: (B)(6), implanted: on (B)(6) 2022, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from the healthcare provider (hcp) via company indicated the cause for the catheter revision was due to the catheter tip migrating. It was unknown if the catheter revision was related to the patient not receiving adequate therapy. It was found that the catheter tip was not in the desired location at the time of the revision and therefore was revised. The cause of the patient not receiving adequate pain relief was not determined. It was reported the patient was not receiving adequate pain relief prior to the catheter revision. It was reported that the hcp saw the patient on (B)(6) 2023 and the pain became worse while the pain pump was in minimal rate. The hcp increased the concentration of fentanyl to 375mcg/ml and put patient in simple continuous mode on (B)(6) 2023 and would monitor and supplement with oral pain management medications as needed. It was reported the patient not receiving adequate pain relief was resolved and the patient was feeling much better since the increase in concentration in medication.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) reporting that the hcp performed catheter revision surgery on (B)(6) 2023. It was reported that the hcp removed the spinal segment of the original catheter and replaced it with an 8781 spinal segment. The hcp was able to successfully see cerebrospinal fluid (csf) backflow and attached collet. The patient's pump remained in minimal rate and would be turned on when the patient was fully healed from the surgicial incision site.

Manufacturer narrative:
Concomitant medical devices: product ID: 8780, serial/lot#: (B)(4), implanted: (B)(6) 2022, product type catheter. Product ID 8782, serial/lot# (B)(4), implanted: (B)(6) 2022, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 27-jan-2024, UDI#: (B)(4); product ID: 8782, serial/lot #: (B)(4), ubd: 05-apr-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving fentanyl 350 mcg/ml at minimum rate and bupivacaine 12 mg/ml at minimum rate. It was reported that since a catheter revision on (B)(6) 2022 the patient had not been getting adequate pain relief. The healthcare provider denied performing a dye study but decided to put the pump into minimum rate on (B)(6) 2023 and reassess the patient on (B)(6) 2023 to determine if the pain had gotten worse now that the pump was in minimum rate. It was reported to be unknown if any environmental, external, or patient factors led to the issue. Patient weight and medical history were asked but remain unknown. At the time of this report the issue had not been resolved and the patients status was alive - no injury.